Event description:
Device was placed in 2000. Pt was returned to e.r. With large amount of bleeding noted from drainage device into bag. Pt required 1 unit blood transfusion and was readmitted to the hospital.